Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received an inappropriate shock for sinus tachycardia. All sensing was found to be appropriate. Patient is stable and no further events have occurred. Programming changes have not been made at this point.

Manufacturer narrative:
Manufacturer reference number 2938836-2019-03661 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigational device exemption (ide).